Manufacturer narrative:
The investigation into the presumed hemolysis and limb ischemia is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical team in (B)(6) had an impella 2.5 supporting a patient admitted in cardiogenic shock, in combination with ECMO . The medical team observed signs of hemolysis and ischemic lower limbs bilaterally. The team placed an antegrade sheath for limb perfusion to the impella limb. The team also infused haptoglobin for the hemolysis. After over 4 days the impella pump was explanted after the ECMO had also been explanted.